Event description:
It was reported that on a posey bcs acute care, ltc model 8050 the bottom net enclosure has a hole. No pt injury reported.

Manufacturer narrative:
Eval results (other): front side a the top ridge insert pin is missing from tape. Large window a the left intravenous port has a 1 inch vinyl tear. Front side a the literature bag has 1 inch broken stitches. Left side d on the left leg the elastic is ripped. Large window b the zipper slider body is open and the left intravenous port has a 2 inch cut. Back side b the mattress envelope tap is cut and the mattress envelope has four 1 inch holes in the vinyl. Right side c the left & right legs have broken elastic. Conclusions: based on the eval of the returned product we were able to confirm the customer claim.